Event description:
An inpatient was scheduled for ultrasound (uls) guided core renal biopsy for acute renal failure. The physician attempted a biopsy with the 18 g x 15 cm core biopsy needle. The device "misfired". Meaning it advanced, but did not yield any tissue. The device was removed and sequestered. Subsequent biopsy was performed with a device of different make and model.